Event description:
The customer called to have her belt clip replaced. During the call, the customer mentioned that she was hospitalized due to blood glucose levels greater than 800 mg/dl. The customer stated that the paramedics were called, and she lost consciousness. The customer did not wish to provide further information at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.